Manufacturer narrative:
End user purchased the original device from an online dealer that allegedly did not require the submission of a prescription. Per the end user, the contours of the provided cushion are believed to have contributed to a pressure injury. Currently, his physician has ordered that he discontinue use of the original cushion due to it being an improper fit, and a new cushion was prescribed. Per the end user, he was hospitalized for several unrelated reasons, but one of which related to his pressure injury. The end user reports that he is currently stabilized and that his physicians are currently considering flap surgery, but that decision will not be made until later in november. The end user's original cushion was replaced with a cushion newly prescribed by his physician, and the original cushion was returned for evaluation. The end user was encouraged to confirm that his new cushion is a proper fit, prior to continual use-as described in the operator's manual. Per statements received from both the examining quality engineer and chemist, no abnormalities or problems related to manufacturing were found with the original cushion once returned and examined. It was noted by the examining quality engineer that the cushion was over-inflated when returned for evaluation. Using the cushion in its returned state, is also outside of the normal conditions specified within the operator's manual. Although an alleged injury has been reported, no medical documents have been submitted for confirmation. If additional information is received, a follow-up report will be submitted.

Event description:
Per end user: the cushion shape is uncomfortable, and he thinks he is getting a pressure sore because of the contours.